Manufacturer narrative:
The alleged device was returned to the manufacturer, however it became lost during transit to the investigation unit.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message.